Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The reported blood glucose was 228 mg/dl. The customer also stated the battery life had also gone down from one month to one week. The customer refused troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.